Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises the user not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal. Further, the IFU states that the stent system is compatible with guide wires with a diameter of 0.014" (0.36 mm) and guiding catheters with an inner diameter of >=0.056" (1.42 mm).

Event description:
The orsiro mission drug-eluting stent system was selected for the treatment of a moderately calcified lesion (90% stenosis) in a moderately tortuous segment of the mid lad. The lesion was accessed with a guide wire and pre-dilated with a balloon. The affected device was introduced into the patient's body. However, the orsiro mission was unable to pass through the lesion and was withdrawn. A guiding extension catheter was inserted and the affected device was re-inserted in order to perform a second crossing attempt which was again unsuccessful "as strong resistance prevented lesion crossing". Eventually, as the patient requested an early termination of the intervention, the physician ended up using a drug coated balloon only.